Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), a site was having issues with their axiem box communicating with their navigation system; an emitter communication error was received. In trouble-shooting, the site brought in a different navigation system, connected to the same axiem box and mid-surgery, communication was lost. Tracking details were reviewed and the axiem box and emitter were receiving power, however, no instruments, or the patient tracker, were being tracked. From the emitter, a chirping sound was heard. Everything was re-plugged and the navigation system resumed normal function, tracking accurately, and at the same time, producing communication errors in the tracking details. The surgeon opted to continue, and completed the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site. (B)(4) 2014 a medtronic representative, following-up at the site, reported performing a system check and was unable to replicate the reported behavior. Using a demo emitter and axiem box, tested the navigation system and was still unable to duplicate the issue. Navigation system was fully functional. - (B)(4) 2014 a medtronic representative reported when troubleshooting at the site, requested biomed come into the room and test outlet electrical output, as well as, navigation system electrical safety. All readings appeared to be normal. - return requested. Replacement emitter shipped to site (B)(4) 2014. - return requested. Replacement axiem portable system shipped to site (B)(4) 2014. - no parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Two components of the navigation system were returned to the manufacturer for analysis. The emitter was tested and found to pass the test for accuracy and tracking. The emitter was fully functional. The axiem portable system had no issues at power up, all ports tracked with green status. The system was ran for 2 hours and no communication issues were observed. The system was fully functional. The reported event could not be duplicated by medtronic personnel. A medtronic representative reported that since replacing the parts there have been no further issues reported.

Manufacturer narrative:
Correction: patient identifier field not sufficient to hold all digits on the initial 3500a, it should read: mrn: (B)(6). A medtronic representative went to the site to test the equipment. The site's axiem box and emitter were tested at another site on another navigation system. The axiem box was communicating with green status until the emitter was plugged in and then the system lost communication. Another emitter was tested with the site's axiem box with the same result. It was determined that the best course of action was to upgrade the system. After upgrading the system, the hardware, software, and instruments passed the system checkout. The system was found to be fully functional with no further tracking issues reported from the site.